Manufacturer narrative:
This supplemental report is being submitted to provide the endoscopy support specialist's (ess) investigation. The ess visited the user facility to provide an in-service and to review the reprocessing of their ercp scopes. The in-service consisted of reprocessing training including proper endoscope handling, repair prevention, leak testing, manual cleaning, high level disinfection with the use of the oer-pro and meticulous cleaning of the distal elevator channel according to the reprocessing manual. The facility has a different staff (high tech nurses) that performs the pre-cleaning process; therefore, the in-service did not include the high tech nurses or the pre-cleaning steps. The in-service started at leak testing in the reprocessing room. The ess observed the user facility uses medivator veriscan for leak testing, medivator scopebuddy for autoflushing, 3m testing and a steris system 1e for the first cycle on the ercp than placed in the oer-pro after to complete. The ess informed the user facility to always refer to the reprocessing manuals for all reprocessing guidelines if they are unable to use the oer-pro.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the independent laboratory testing and the device evaluation. The scope was sent to an independent laboratory for microbial testing. The scope's distal end and elevator mechanism tested positive for brevibacterium casei and air/water channel and the instrument/suction channel tested positive for kocuria marina, kocuria indica and kocuria rhizophila. The microorganisms do not match the reported "bacillus and staphylocuccus sp." The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the returned scope to verify the condition of the instrument and suction channels. Upon inspection of the instrument channel, a grey stain was found at the 20cm mark from the distal end side. Additionally, stains were located inside the instrument channel near the body control unit, and a kink near the distal end. The service group noted they were black stains and scrape marks inside the instrument channel. The suction channel had a kink near the opening at the control body side. The scope passed the leak test. The scope was repaired and returned to the user facility. The cause of the kink and scrape mark in instrument channel are potentially attributed to handling. The cause of the stains inside the channel is could not be determined. The ess in-service was scheduled for september 12, 2019. If new information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced scope was returned to the manufacturer but the evaluation is in progress. As part of our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the scope culture tested positive twice after reprocessing. The scope tested positive the first time for bacillus and the second time for staph. There was no patient injury reported.